Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The device was factory reset to resolve the failed occlusion issue, and the uso seal was replaced. The device then passed all testing.

Event description:
It was reported that the device failed the occlusion test. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.